Event description:
The customer reported a false reactive alinity I toxo igg results for one pregnant patient that led the doctor to perform an amniocentesis with antibiotic treatment. The customer stated the patient had a reaction to the antibiotic treatment, however no known impact was obtained by the customer. This patient was initially monitored in another country has been negative for toxo igg. No information provided about the method of this testing. The patient was following up on her pregnancy at the customer¿s site on (B)(6) 2024. The following data was provided: sid (B)(6): first toxo igg run: 4.59 iu/ml. Second toxo igg run: 6.83 iu/ml (reference range: = 3.0 iu/ml reactive). The sample was tested at a reference laboratory and generated a negative result. On (B)(6) 2024, the customer provided toxo igm result for this patient. This result was not being questioned as this was just other testing that was provided by the customer. On (B)(6) 2024, sample ID (B)(6) was tested for toxo igm and generated a result of 0.170 index (reference range: < 0.50 index nonreactive). There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify a slightly higher complaint activity for lot 66438be00, however, no related trends were identified regarding commonalities for complaint lot number 66438be00 and the complaint issue. The device history record was reviewed and did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 66438be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Therefore, the overall performance regarding specificity is acceptable and comparable to historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg reagent lot 66438be00 was identified. Section b5: verbiage updated from "there was no known impact to patient management reported." To "there was no further impact to patient management reported." Additional information was provided: on 17dec2024, the customer provided toxo igm result for this patient. This result was not being questioned as this was just other testing that was provided by the customer. On (B)(6)2024, sample ID (B)(6) was tested for toxo igm and generated a result of 0.170 index (reference range: < 0.50 index nonreactive).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier = complete sample ID: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40/-45.

Event description:
The customer reported a false reactive alinity I toxo igg results for one pregnant patient that led the doctor to perform an amniocentesis with antibiotic treatment. The customer stated the patient had a reaction to the antibiotic treatment, however no known impact was obtained by the customer. This patient was initially monitored in another country has been negative for toxo igg. No information provided about the method of this testing. The patient was following up on her pregnancy at the customer¿s site on (B)(6) 2024. The following data was provided: sid (B)(6): first toxo igg run: 4.59 iu/ml. Second toxo igg run: 6.83 iu/ml (reference range: = 3.0 iu/ml reactive) the sample was tested at a reference laboratory and generated a negative result. There was no known impact to patient management reported.